Event description:
An alarm issue was reported with the abbott diabetes care (adc device). As a result, the customer did not receive the glucose alarm alert and was not made aware of changing glucose levels. Subsequently, the customer experienced loss of consciousness, and therefore was unable to provide self-treatment. The customer was treated with unspecified treatment provided by their neighbor and also had contact with a healthcare professional who administered "haloperidol, bisoprolol, eliquis, pantoprazole, sinvastil, tadalafil, tomasevic, creon, l-thyroxine and insulin". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The audio and vibration test were passed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d4 (serial number) was updated (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc device). As a result, the customer did not receive the glucose alarm alert and was not made aware of changing glucose levels. Subsequently, the customer experienced loss of consciousness, and therefore was unable to provide self-treatment. The customer was treated with unspecified treatment provided by their neighbor and also had contact with a healthcare professional who administered "haloperidol, bisoprolol, eliquis, pantoprazole, sinvastil, tadalafil, tomasevic, creon, l-thyroxine and insulin". There was no report of death or permanent impairment associated with this event.